Manufacturer narrative:
One unopened package was returned with the original package. During visual inspection there was no japanese label on the returned package confirming the complaint. A suspected root cause was the product was not labeled or that the label was removed and not found during packaging. Other possible causes were the label was not attached properly and came off or when the label roll was switched to a new roll the label count became inaccurate. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to personnel to check the labels as labeling mistakes could occur.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no japanese label affixed. Patient involvement unknown.